Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed events and pump stops that were observed in the submitted log file. A distal end driveline replacement was performed by a technical services representative via work order# (B)(4). Approximately 19.25¿ of the external portion/distal end of the driveline was returned. Evidence of a previous clamshell repair was present around the metal connector (investigated under (B)(4), catsweb comp#(B)(4)). The previous clamshell repair was unremarkable. The pins of the metal connector appeared free from deformation. Rescue tape was present on the majority of the returned portion of driveline. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the tape, several tears to the outer silicone jacket were observed. The outer silicone jacket, clear bionate layer, and the metal braided shield were then carefully removed from the driveline in order to evaluate the underlying wires. Visual examination revealed breaches to the insulation of the red wire (at the metal connector) and the black wire (approximately 17.25¿ from the metal connector). The red wire redundantly supports motor phase 3 and the black wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors from either wire made contact with the braided shield on either the power module or mobile power unit. A phase-to-phase short also could have occurred if the exposed conductors from these wires made simultaneous contact with the braided shield while the patient was supported by batteries. The center reported that the patient had a pump exchange. No additional information was provided at that time. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, heartmate ii lvas, serial number vad-53246 has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to emergency room with alarms. Vad was interrogated and several no external power alarms were noted. Manufacturer technical services reviewed the log file and observed pump stoppages on (B)(6) 2019. These continue to occur intermittently throughout the remainder of the log file. This type of behavior had been linked to potential issues with the percutaneous lead. X-rays showed a couple areas of concern with one being at the pump end bend relief which looks separated. These areas look concerning but it cannot be guarantee that these are the areas causing the issue. Manufacturer technical services was on site (B)(6) 2019 for a drive line repair. The entire external portion of the drive line was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient had a pump exchange on (B)(6) 2019. No further or additional information was provided.